Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to electrical overstress of several diodes and an inductor, component designators d23, d24, d25, d26, d31 and l22, near the usb connector. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was sent a replacement device. The customer's device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.